Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the dislodged lead was explanted and replaced on (B)(6) 2021. Lead had been made inactive prior to the procedure. Patient was stable after the procedure.

Manufacturer narrative:
The reported events of lead dislodgement and oversensing were not confirmed. The lead was returned for analysis in one piece. Electrical and mechanical analysis were normal with no anomalies found. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an unrelated magnetic resonance imaging session. Device interrogation revealed the atrial lead was sensing both atrial and ventricular activity. It was found that the lead was dislodged. No intervention was reported for the future. Patient was stable after the event.